Event description:
An altitude alarm was reported by the customer, which led to the suspension of insulin delivery. Although the specific blood glucose level at the time was unknown, it ranged between 54-500mg/dl (3.0-27.7 mmol/l). The customer was instructed to remove obstructions from the pump's speaker holes, clean them, and adjust the cartridge, which resolved the issue, allowing the pump to resume normal operation. The customer was provided with tips to prevent future altitude alarms.